Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 22.9 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had insulin flow blocked alarm. Customer stated the insulin exited. The customer was treated with bolus. The device will not be returned for analysis.